Event description:
Consumer stated a tampon fell apart upon removal and tampon pieces remained inside her. She believes she was able to remove the remaining pieces on her own. She intends to call her physician for an examination.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.